Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d10, update section h3, and to provide the completed investigation results. The actual sample was received for evaluation, as well as a movie provided by the user. Review of the movie confirmed the leakage from the joint of the reservoir outlet port and the adaptor. The tube from the adaptor seemed curved due to being exposed to tensile force. Leak testing of the actual sample was performed. Physiological saline solution was flowed by gravity into the actual sample. As a result, no leak occurred. The reservoir outlet port, after separated from the adaptor, was found to have been deformed; however, since no leak was observed, it likely that this deformity had no causal link with the reported leakage. X-ray fluoroscopic inspection of the adaptor revealed that the thread was normal with no deformity. IFU states: ensure that all connected parts including the luer caps, the lock adapters and the port caps are securely affixed. Loose connections may cause contamination or a blood leak. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the tube was exposed to tensile force due to routing of the circuit, which caused the joint of the reservoir outlet port and the adapter to become loose, resulting in the leakage. However, from the state of the actual sample, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient weight: (B)(6). Implanted date: device was not implanted. Explanted date: device was not explanted. 510(k) - k130280. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and the product release decision control sheet of the involved product code/lot number combination revealed no findings. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the involved capiox device was used pre-treatment. Filters at the outlet of the venous reservoir. Time of occurrence the event: during the procedure. The product was changed, there was no blood loss. The procedure was successfully completed. The patient was not harmed. Additional information was received on 16apr2020. It was confirmed that the event occurred during priming.